Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 36-year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2015-surgical pathology report clinical information: dysmenorrhea. Diagnosis: uterus and bilateral fallopian tubes -intramural leiomyoma noted. - benign proliferative endometrium and unremarkable fallopian tubes. Fallopian tubes are identified within the specimen and each contains gray metallic wire grossly consistent with essure sterilization device. Microscopic pathology: multiple fragments of morcellated uterus show myometrium with intramural smooth muscle nodule consistent with leiomyoma. Portion of viable endometrium shows proliferative type glands and stroma. Previously administered products included for an unreported indication: enalapril from 2008 to 2009. Concurrent conditions included gastric banding since (B)(6) 2012, kidney stones, hypertension, endometriosis of uterus and adenomyosis. Concomitant products included lisinopril since 2009 and lorazepam (ativan) since 2015. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation in 2011 and supracervical hysterectomy (uterus only) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records:dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2015-surgical pathology report clinical information: dysmenorrhea. Diagnosis: uterus and bilateral fallopian tubes -intramural leiomyoma noted. Benign proliferative endometrium and unremarkable fallopian tubes. Fallopian tubes are identified within the specimen and each contains gray metallic wire grossly consistent with essure sterilization device. Microscopic pathology: multiple fragments of morcellated uterus show myometrium with intramural smooth muscle nodule consistent with leiomyoma. Portion of viable endometrium shows proliferative type glands and stroma. Previously administered products included for an unreported indication: enalapril from 2008 to 2009. Concurrent conditions included gastric banding since (B)(6) 2012, kidney stones, hypertension, endometriosis of uterus and adenomyosis. Concomitant products included lisinopril since 2009 and lorazepam (ativan) since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 26 days after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and back pain ("back pain"). The patient was treated with surgery (ablation in 2011 and supracervical hysterectomy (uterus only) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain and back pain had not resolved. The reporter considered back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records:dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: new pfs received- new events added: pelvic pain, back pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2015- surgical pathology report. Clinical information: dysmenorrhea. Diagnosis: uterus and bilateral fallopian tubes -intramural leiomyoma noted. Benign proliferative endometrium and unremarkable fallopian tubes. Fallopian tubes are identified within the specimen and each contains gray metallic wire grossly consistent with essure sterilization device. Microscopic pathology: multiple fragments of morcellated uterus show myometrium with intramural smooth muscle nodule consistent with leiomyoma. Portion of viable endometrium shows proliferative type glands and stroma. Previously administered products included for an unreported indication: enalapril from 2008 to 2009. Concurrent conditions included gastric banding since (B)(6) 2012, kidney stones, hypertension, endometriosis of uterus and adenomyosis. Concomitant products included lisinopril since 2009 and lorazepam (ativan) since 2015. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation in 2011 and supracervical hysterectomy (uterus only) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received : lot number was added. New events dysmenorrhea (cramping), abnormal bleeding (vaginal) were added. Event injury updated to menorrhagia. New reporter, patient information, medical history, lab data, historical and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.